Manufacturer narrative:
Exemption number e2017019. (B)(4). Siemens is conducting a technical investigation of the reported event. The valve, where the leakage was observed is responsible for movement of the vertical lift unit. The position of the vertical axis is controlled by two redundant sensors. The system monitors the vertical position of the table and if the position deviates more than 2mm, it creates an error code and a continuous buzzer sound. The vertical lift unit does not have a brake. A root cause has not been confirmed at this time and the investigation is ongoing. A supplemental report will be filed upon completion of the investigation. The reported event occurred in (B)(6).

Event description:
It was reported to siemens that during use of a mevatron m2 primus mid-energy device, oil leaked from the treatment table onto the floor. The user was able to continue with the patient's treatment since no change of the table's vertical position was observed. A change in the table's vertical position by more than 2mm would result in an error code and continuous buzzing. Although there was no injury to the patient or user, this event is being conservatively reported due to the volume of oil leaked onto the floor being a potential slipping hazard.

Manufacturer narrative:
Siemens completed an investigation of the reported event. The root cause of the leakage was a defective valve in the hydraulic valve unit. If the vertical unit has an unintended movement due to oil leakage the system recognizes it. If the position deviates more than 2mm from the last set value, it creates an error code "014" and a continuous buzzer sound. No systematic issue in the field was identified. The valve assembly was replaced. The investigation showed also that there is no reasonable probability that the use of our product will cause serious adverse health consequences or death and that the use of our product will not cause temporary or medically reversible adverse health consequences, or an outcome where the probability of serious adverse health consequences is remote. No further action is warranted at this time.